Event description:
It was reported that minimum fill notification occurred while customer attempted to load cartridge, despite sufficient insulin remaining. There was no adverse impact to the customer¿s blood glucose level. Customer first reloaded same cartridge without success, then cleaned pneumatic tap area as instructed and loaded new cartridge using proper technique, which resolved issue and allowed insulin delivery to resume; no additional concerns were reported.